Event description:
On (B)(6) 2010, the patient began peritoneal dialysis (pd) treatment. In 2010, a mask was not worn. On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. On this same date, prior to initiating antibiotic therapy, a sample of peritoneal effluent was analyzed and cultured. On (B)(6) 2010, the patient was given a loading dose of vancomycin 1gm intraperitoneally (ip) and began treatment with orzid 1gm ip once daily, cefizox 1gm ip once daily, amikacin 100mg ip once daily and heparin 500 iu ip once daily. The root cause of the peritonitis was the patient not wearing a mask. At the time of reporting, the event of peritonitis was resolving and the patient continued to receive orzid, cefizox, amikacin and heparin. An outcome for the event of did not wear a mask was not reported. Pd therapy continued.

Manufacturer narrative:
(B)(6). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.